Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the helix disengaged from the helical channel and the lead appeared damaged at implant.

Event description:
It was reported that the right ventricular lead was attempted, but not implanted due to the failure of the helix to deploy on the first positioning attempt. It was noted that the helix was not over-extended. The lead was removed and replaced. No patient complications were reported as a result of this event.